Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned to a service center. The service technician has reported the power cord is damaged, compressor low pressure, shipping box damaged. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned to a service center. The service technician has reported the power cord is damaged, compressor low pressure, shipping box damaged. If any additional information is received, a follow up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.